Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During follow-up, the device was found to be in back-up mode due to a power-on reset. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the device was confirmed in backup vvi upon receipt. The cause of the backup vvi was a power-on reset (por) that occurred on 4/6/2019. Firmware was downloaded, and the device interrogated normally. The device was tested in the laboratory and functioned normally. After temperature cycle test, the device was found to draw higher current than expected. The cause of the high current was noted in the electronics assembly.